Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged that all central monitoring was down in multiple units. No patient involvement.